Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during duodenectomy on a totally laparoscopic distal gastrectomy, the staple line was crushed because device was unable to open. The surgeon had to fire one more stapler and loose margin of tissue. This resulted to a tissue damage, tissue loss and extended surgical time by 30 minutes or more. They replaced it with another device and cartridge to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted a section of tissue that had been removed from the body. Staple lines were noted on both sides of the tissue. No abnormalities were noted with the staple lines. Functional testing could not be performed as the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.